Event description:
In 2002, the hospital perfusionist reported that during the early morning the nurse vented the drive console, which was supporting a ve lvad patient and after the venting the unit beeped twice then stopped pumping and powered off. The patient was hand pumped by the nurse and then placed on the back up drive console.